Event description:
It was reported that when the pt presented to dialysis, it was noted pt's dressing was saturated with bloody drainage. The pt was sent to radiology. Examination revealed a transverse tear in the catheter lumen approximately 11/2cm proximal to the cuff. The catheter was removed and replaced. The pt was a poor historian and could not say if anything unusual had happened to the catheter.